Event description:
During tubal ligation surgery, falope ring applicator misfired and lacerated right tube. Second applicator used and also misfired and lacerated left tube. Rings applied incorrectly. Laser was then used to cut tubes and complete procedure. No further untoward effects to pt. Applicator pulled from service for eval and repair if needed.